Event description:
A pt reported blood glucose results of "150 mg/dl" with a lifescan meter and "250 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The check strip test passed within specs. The control solution is being replaced.